Manufacturer narrative:
(B)(4). Medical product: vanguard 360 degree tibial bearing, catalog #: 161449 lot #: 3267971. Vanguard ssk 360 femoral, catalog #: 185285 lot #: 3444874. Biomet smooth knee stem, catalog #: 145024 lot #: 304650. Biomet smooth knee stem, catalog #: 145000 lot #: 458990. Biomet tibial offset adapter, catalog #: 185211 lot #: 497590. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10293, 0001825034-2017-10294, 0001825034-2017-10295 remains implanted.

Event description:
It was reported that that the patient suffers from pain. Attempts have been made and no further information has been provided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2 and h10. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.